Manufacturer narrative:
The customer's complaint was verified. Isolated to the ui board. The ui board was replaced. (B)(4).

Event description:
The customer reported that display is missing segments on right screen. No patient harm was reported.